Event description:
It was reported that, "pt complained of pain and stiffness so the surgeon revised. Surgeon mentioned that the pt lost her job and stopped going to physical therapy."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat# unk, lot# unk, desc: unk size 4 femur. Cat# unk, lot# unk, desc: unk size 4, 11mm insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.